Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. There was no adverse impact to the customer's blood glucose (bg) level. The customer completed the load by pressing the fill syringe with more force.